Manufacturer narrative:
(B)(4). One on control bone marrow biopsy system tray was received for evaluation. Upon receipt, the kit was visually inspected. Visual inspection found that there appeared to be a lack of tyvek to polybag transfer at the seal of the outer header bag. The sample has been forwarded to the supplier for further investigation. The complaint was confirmed. Teleflex has initiated scar 1116 to further evaluate this failure.

Event description:
The seal on the tray was not sealed. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The seal on the tray was not sealed. There was no patient involvement.